Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 40 mg/dl. Reportedly, the cause of the low bg levels were due to the customer being a new user. The health care provider adjusted the pump settings to resolve the issue. Additionally, the customer reported "not eating enough" and is working with a nutritionist to resolve issue. Customer addressed impacted bg levels by consuming snacks.